Event description:
The pt received the scs system on (B)(6) 2010. It has been reported the pt is receiving positional stimulation. The pt is scheduled to meet with her physician to discuss the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.